Event description:
The physician could not pull the balloon back through the sheath. The procedure was completed. The customer stated that a small piece of the balloon may still be inside the patient. However, the customer could not confirm this comment. Per customer, the physician has no plans to perform an additional procedure to explore the comment that a small piece of the balloon may be inside the patient. Per the sales rep, the patient is in stable condition and is doing fine.

Manufacturer narrative:
Nonresorbable materials, unretrieved in body is not listed in the instructions for use. Device: separates is not listed in the instructions for use. No product was returned assist in this investigation. Balloon burst, compliance, and fatigue verification testing are performed. The rated burst pressure is documented in the instructions for use (IFU) and label. The device is inspected to ensure bonds and balloons are undamaged. Each device is leak tested. Each device is shipped with IFU that delineates the proper inflation and deflation procedures. Without the complaint device a thorough root cause analysis is not possible. The event description does not state if it was suspected that the balloon ruptured or suffered some other damage. In the absence of complaint detail it is difficult to determine factors other than patient anatomy that may have contributed to this complaint. Due to this absence of detail the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk analysis.